Event description:
Patient #4 of 4. It was reported when using the bd minidraw capillary blood collection system with bd minidraw h&h capillary blood collection tube that a blood sample clotted. Samples were recollected. There were no further health consequences or impacts reported.

Manufacturer narrative:
D1 medical device brand name: bd minidraw capillary blood collection system with bd minidraw h&h capillary blood collection tube. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected information (removal of statement indicating the sample was recollected): b5 "patient #4 of 4 it was reported when using the bd minidraw capillary blood collection system with bd minidraw h&h capillary blood collection tube that a blood sample clotted. Samples were recollected. There were no further health consequences or impacts reported.".

Event description:
Patient #4 of 4 it was reported when using the bd minidraw capillary blood collection system with bd minidraw h&h capillary blood collection tube that a blood sample clotted. There were no further health consequences or impacts reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 20-may-2024. Investigation summary: bd received ten (10) customer returned samples for investigation via related complaint pr (B)(4). The ten samples were evaluated by functional testing for factors relating to the indicated failure mode of clotting, and no issues were observed. Additionally, eight (8) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to the indicated failure mode clotting. Retention sample testing revealed all samples met the performance specifications outlined in the standard for single-use containers for human venous blood specimen collection ((B)(4)). Bd requested additional return samples to further evaluate the performance of the device through an internal bd clinical study. One-hundred and fifty (150) customer samples were received for further evaluation. Of those, 67 customer samples were evaluated via a clinical study evaluation. The study did not observe any sample clotting issues when samples were collected according to the product IFU. No macroscopic clots were observed for any successful collections, either immediately after collection or after ~24 hours of refrigeration. The study revealed all samples tested met specification, and the rate of observed clots was 0%. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed and no definitive root cause was identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Patient #4 of 4: it was reported when using the bd minidraw capillary blood collection system with bd minidraw h&h capillary blood collection tube that a blood sample clotted. Samples were recollected. There were no further health consequences or impacts reported.